Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 29) during the load sequence with multiple cartridges. Customer¿s blood glucose level was 350 mg/dl. Reportedly, the customer successfully loaded a third cartridge and resumed insulin delivery.